Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device worked sporadically/briefly; and that changing battery did not help. During service and evaluation, it was observed that the small battery drive control unit did not function, the controller malfunctioned and the motor and tool coupling were worn. It was further determined that the device failed the following pre-tests: check the attachment coupling, check the off/osc/on switch mode function, check the triggers and electronic control unit (ecu) function and check switching function. It was unknown if the event occurred during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.